Event description:
Patient was revised to address severe osteolysis causing loosening of the femoral.

Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred prior to 1997. Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports against the manufacturing lot. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening based on the provided info. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should additional info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.